Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that, on (B)(6) 2021 (at 4:00 pm), the patient changed the infusion set and on (B)(6) 2021 at 06:00 am, when the patient started with new sensor session, blood glucose level raised over 300 mg/dl. Therefore, on the same day at 05:00 pm, the patient changed the infusion set again, but blood glucose level was still high over 380 mg/dl. After changing the infusion set, the patient noticed that the cannula was kinked. They tried to treat with a therapy via insulin pen. At 08:00 pm, the patient felt very bad (headache, vomiting). Subsequently, on the same day ((B)(6) 2021), the patient was hospitalized due to high blood glucose and ketone levels. During hospitalization, the patient received infusion kalium and as corrective treatment, which resolved the issue. On (B)(6) 2021, the patient was released from the hospital. Moreover, in the past, the patient experienced high blood glucose level due to infusion set and had changed the infusion set two times. Further, the ketone levels (was by 5.9 mmol/l) which were assessed as dangerous/life threatening by the healthcare professional. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available. .